Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13022. It was reported during a programming session, a sjm representative advised the patient to charge her ipg due to the battery being very low, during the session, the patient stated she experiences pain at her ipg implant site. The patient also stated, the system was not effective for her anymore. The patient opted to have the entire system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.